Manufacturer narrative:
Follow up 08-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had significant bleeding (interpreted as genital bleeding). She underwent an ablation procedure, approximately 3 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent birth control. Subsequent to the implant, plaintiff began to experience severe cramping, chronic pain, significant bleeding, vaginal discharge, abnormally heavy menstrual cycles, and more. The complications became so severe that performed an ablation procedure in (B)(6) 2016. Plaintiff has also been forced to undergo pain management in an attempt to relieve her symptoms. Follow up 08-sep-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had significant bleeding (interpreted as genital bleeding). She underwent an ablation procedure, approximately 3 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('significant bleeding / extremely heavy bleeding/abnormal bleeding (general)') and pelvic pain ('severe pelvic pain/pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included late effect of complication of pregnancy, childbirth, and the puerperium on (B)(6) 2013, threatened abortion on (B)(6) 2012, abdominal hernia repair in 2006, cryotherapy in 2000, pap smear, pain in thigh, unilateral leg swelling, dvt, depression, constipation, diarrhea, vomiting, dysuria, hematuria, lumbar strain, herniated disc, sciatica, spinal stenosis, spotting menstrual, uterine bleeding, blurred vision, mobility decreased, tunnel vision, urinalysis abnormal nos, endometrial thickening, hernia, tympanoplasty, tonsillitis, cervical dysplasia, obesity, tonsillectomy, menstrual irregularity, bacterial vaginosis, genital herpes simplex, vulvovaginal candida, mixed hyperlipidemia, external hordeolum, infective otitis externa, otitis media, hemorrhoids, allergic rhinitis, gastrointestinal inflammation, cholecystitis, vulvovaginitis, absence of menstruation, abnormal glucose tolerance, cellulitis, subcutaneous abscess, arthrosis multiple, chondromalacia of patella, sciatica, headache, cough, ligament sprain, hepatitis immunization, multiparous, venereal disease nos and vaginal odor. Previously administered products included for contraception: iud in 2010; for an unreported indication: oral contraceptives from (B)(6) 2013 to (B)(6) 2013 and flagyl. Concurrent conditions included bipolar depression, nerve pain, dizziness, loss of balance, dry heaves, vertigo, numbness, tinnitus, vaginal irritation, adenomyosis, iron deficiency anemia, uterine enlargement, ovarian cyst, premenopause, abdominal discomfort, bloating, uterine leiomyoma, paratubal cyst and benign fallopian tube neoplasm. Concomitant products included amitriptyline, clonazepam, cyclobenzaprine, escitalopram, etodolac, factor ii (prothrombin);factor ix;factor vii (proconvertin);factor x (stuart prower factor);protein c (coagulation inhibitor);protein s (ocplex), fluticasone, hydrocodone, hydrocodone bitartrate;paracetamol (norco), levofloxacin, lithium carbonate, metronidazole, ondansetron, orphenadrine, paracetamol (acetaminophen), phenoxymethylpenicillin potassium (penicillin v potassium), sertraline hydrochloride (zoloft), simvastatin, spironolactone, tizanidine, tramadol, triamcinolone acetonide (nasacort) and ziprasidone. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / chronic pain / abdominal pain/abdominal pain"), menorrhagia ("abnormally heavy menstrual cycles/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 7 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and alopecia ("hair loss"). The patient was treated with ablation was done on (B)(6) 2013, ablation was done on (B)(6) 2013 and on (B)(6) 2016 and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and dyspareunia had resolved and the back pain, vaginal discharge, vaginal haemorrhage, vaginal infection, dysmenorrhoea, device expulsion, vulvovaginal pain, bacterial vaginosis, female sexual dysfunction, bladder disorder, urinary tract disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: as per mr essure insertion date is (B)(6) 2013. But on (B)(6) 2013, essure procedure aborted due to inability to visualize ostia because of uterine bleeding and thickened endometrium (patient is on the last week of ocps). Pt tolerated procedure well. Discussed option of repeat essure attempt in 2 weeks vs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: positive. Ultrasound pelvis - on (B)(6) 2013: appropriate placement of essure device; on (B)(6) 2013: showed a mildly enlarged uterus with nl endometrial stripe and nl ovaries bilaterally with a small simple cyst on right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, back pain, vaginal infection, pelvic pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and mr received. New events added: infection: bacterial vaginosis, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), hair loss, bladder or urinary problems or changes. Outcome of previously reported events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) were updated to recovered/resolved. Reporters, concomitant conditions, concomitant drugs, medical history and lab data were added. Fu 9 and fu 10 processed together. On 30-aug-2019: pfs received. Outcome of the event genital bleeding was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up information was received on 27-oct-2016. In or around (B)(6) 2013, she had two essure coils implanted into her body. Sometime after the implant procedure, she began to experience severe pelvic and abdominal pain, back pain, cramping, extremely heavy bleeding, and more. There was no indication that the symptoms were related to the essure device inside her body. Her symptoms have been so severe that she was forced to undergo an ablation procedure in or around (B)(6) 2016. She was also required to under pain management in an attempt to relieve her painful symptoms. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had significant bleeding (interpreted as genital bleeding) and severe pelvic pain. She underwent an ablation procedure, approximately 3 years after insertion. Both events are listed in the reference safety information for essure. After essure insertion, menses pattern changes and pelvic pain may occur. Given the nature of events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention (device removal) was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("significant bleeding / extremely heavy bleeding") and pelvic pain ("severe pelvic pain/pain") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormally heavy menstrual cycles/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 1 month after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / chronic pain / abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal discharge, menorrhagia, back pain, vaginal haemorrhage, vaginal infection, dysmenorrhoea, device expulsion and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: scheduled date for esure removal was (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.new events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, dysmenorrhea (cramping), expulsion of essure device and vaginal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.